Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that a couple times in the last month or so the patient settings for their implant had dropped way back. The issue started on september 17th and the issue occurred again this morning; the patient had been battling pain. On september 17th, the patient's intensity settings had dropped from a setting 3.9 and 2.6 for other 3 parts of group c, down to 1.8 and .09. The patient then put the settings back to 3.2 and 2.4. Then in the last 4 to 5 days, the patient had not felt well and the patient went to see if something had changed. The settings had changed to 1.9 and .07 so they put it back to 3.3 and 2.4 and it seemed to be working again. The patient was concerned because twice now the therapy had lost their memory and it takes the patient a while to recognize because it slowly creeps up on them and the patient finally wonders why they hurt so bad. The manufacturer representative (rep) also called to report the issue as well and indicated that they had patient turn off adaptive stim and patient was able to feel stimulation not change as he changed positions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported they spoke to tech services and they believed it was because the transition time from position to position was 2min that the patient may have changed positions and looked at the controller without allowing adequate time for position transition to occur. Rep spoke with the patient and explained in detail how the transition time worked. Rep asked that he take note of what settings are in each position and when to look at them. Patient has not indicated if issues have been resolved yet. See general text for omitted information.